Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty initiating communication with the patient programmer. Replacement device was used to no avail. The patient underwent surgical intervention to explant and replace the system ipg.